Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device was dropped and the insulin cartridge broke inside the insulin chamber, resulting in a cracked cartridge that could not be removed; the user switched to manual insulin and later returned the device. Symptoms included a device alert consistent with a 600-series alarm. Outcomes included interruption of automated insulin delivery with temporary reliance on manual therapy; there was no report of injury or hospitalization. Investigation included review of device history and complaint details. Investigation of this case revealed physical damage to the cartridge component consistent with user handling leading to a cracked cartridge lodged in the chamber, with the device generating an alert and requiring replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.